Manufacturer narrative:
Tandem t:slim user guide states to always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer called tandem technical support to report a customer error when attempting to change the pump time for daylight savings. Reportedly, when attempting to change the time by 1 hour on (B)(6) 2016, the customer accidentally changed the a.m/p.m settings, which caused the pump to document pump therapy 12 hours in advance. There was no impact to the customer's blood glucose level. At the time of the call, the correct time and date was being reflected on the pump, and the customer acknowledged the user error. The customer inquired if the data would duplicate or delete when the pump therapy caught up to the time that had been set in error. The customer was advised that the pump will have double entries for the days that overlap due to the date setting error. The customer will insert notes into the therapy timeline to demarcate the area between the dates that overlap from time that date was incorrect up until the time after the date was corrected.